Event description:
It was reported that during an unknown procedure, it was observed that the device did not fire farther after fired a little. Changed to a new one to complete surgery. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2026. D4: batch #unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? -yes if yes, was the staple line complete? Unknown. Did the device cut? Yes. If yes, was the cut line complete? -no. Was there any difficulty opening the device jaws? -no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e26020022, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.